Manufacturer narrative:
The actual device was not returned to the manufacturer to be evaluated. Without the sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed off immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer for evaluation. If any pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: safety shield did not activate and healthcare provider (name unk) delivering anesthesia had a needlestick occur. No additional information was made available from the reporting facility after several requests were made to both the incident reporter and the rn who reported the injury.